Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected and additional information not available/included in the initial report. Corrected information: d9: corrected to no - not returned. Additional information: g6: indicated follow-up #1. H2: indicated report includes corrected and additional information. H3: added "not returned to manufacturer". The product was not returned to the manufacturer, and the investigation was conducted, with the methods and results as noted below. The product has not been returned as of 3 may 2021. No abnormalities were found in production and inspection records of the product (serial no: (B)(6); model: py-60r). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot. From our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Iol got stuck during screw rotation. No patient involvement. The event occurred in china, there was no impact to patient; however, it was report to local authority by the hospital directly.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Iol got stuck during screw rotation. No patient involvement. The event occurred in (B)(6), there was no impact to patient; however, it was report to local authority by the hospital directly.